Event description:
Following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed. That evening the pt complained of leg pain. A decrease in palpable pulses was noted. One day later, a doppler ultrasound revealed no flow from the common femoral pulse down, but pulses were still palpable so the test was repeated with the same results. The next day, the pt lost pulses. An angiogram was performed and the results demonstrated an "abrupt right femoral artery occlusion 1 cm beyond the origin". The right profunda and branches were patent. The right superficial femoral artery reconstituted mid-thigh. A small filling defect was noted in the distal right popliteal. Mid-calf reconstituted on the right posterior tibial on and off but was slow. Unable to cross the right superficial artery occlusion. The pt was taken to surgery and thrombectomy was performed on both occluded right femoral artery and popliteal. The superficial femoral artery was repaired. No further complication were reported.